Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was partially fired. The jaws were open. The clamping mechanism was deformed. The anvil was bowed and staple pushers were partially flush with the cartridge. It was reported that the jaws did not close completely. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The deformed clamping mechanism and bowed anvil may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: to allow for the reinforcement material total thickness of 0.3 mm on a reload, the tissue thickness ranges are as follows: for the purple reload: do not use on tissue that does not easily compress to 1.2 mm-1.95 mm. For the black reload: do not use on tissue that does not easily compress to 1.95 mm-2.7 mm. Use of this product in applications other than those indicated has the potential for serious complications, such as inadequate reinforcement strength, staple pullout, infection, abrasion, migration and erosion. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: correction: d1, d4 (model #, catalog #, expiration date, lot #, UDI#,), d9, d10, g3, g4, h3, h4, h6 d10. Concomitant products: sigphandle, sig power sigphandle handle (serial unknown); unk-sigadapt, unknown signia egia adapter (serial unknown); sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot n4l1417y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that preoperatively, the jaws of the two reloads could not be closed until the end. There was no patient involved.

Manufacturer narrative:
D10. Concomitant products: sigphandle, sig power sigphandle handle (serial unknown); unk-sigadapt, unknown signia egia adapter (serial unknown); egia60amt, egia60amt egia 60 artic med thick sulu (lot unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.